Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the implant's drive feature was stripped during placement and could not be placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified damage around internal threads ¿ drive feature damage. Additionally, the external threads were damaged possibly during removal process. Damage observed on returned implants due to trephine or during the removal process is not considered a malfunction or failure of the device. Functional testing was not performed due to the nature of the device and event. The patient was noted to have high density (type I) bone and is a smoker. The reported implant was intended for tooth # 18. Complainant reported that the implant's drive feature was stripped during placement and could not be placed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.